Event description:
Customer's husband reports customer was not feeling well and was disoriented due to her blood glucose while using the aviva system. Husband reports he gave customer a glass of juice but customer was still feeling the same. Husband reports he does not know how to use meter and kept putting customer on the line. Husband reports meter has no power but customer was becoming more disoriented, and could not understand the question being asked; advised to contact doctor or emt's. Husband reports he will contact a medical professional. Unable to request return of suspect product; a replacement was sent.